Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the hospitalization. It was reported the patient¿s disorientation was a byproduct of the underlying peritoneal infection and inadequate pd therapy due to a malfunctioning liberty select cycler. The liberty select cycler and liberty cycler set were not returned to the manufacturer for evaluation. As such, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the event. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient was hospitalized. The pdrn reported finding the patient disoriented, and suggested the patient go to the hospital. According to the pdrn, the doctor (specialty not provided) stated the patient¿s disorientation was caused by the patient¿s recent peritoneal infection in tandem with inadequate pd therapy due to the liberty select cycler not functioning properly. The patient was prescribed a 6-week course of antibiotics; however, the drug, dosage, route, frequency and duration were not provided. No additional information is currently available.